Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the motor stall recovered on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity. It was reported that motor stall was seen at initial interrogation. The patient recently had a magnetic resonance imaging (MRI). The hcp read the logs and the motor stall recovery did not occurred. The patient had an MRI on (B)(6) 2019. Logs revealed stall that day as well as a tube set error on (B)(6) 2019. The pump started audibly alarming in office upon the first interrogation. Patient was not sure if they had heard an alarm prior. The patient was not in withdrawal. Patient was in for dose adjustment today. Pump logs were not showing recovery as of about 45 mins- tech explained that the pump should continue to be interrogated with logs until the pump was recovered as it appeared to be telemetry state. The hcp was not with the patient while calling. Patient had telemetry state occur previously and it was resolved by interrogating/updating the pump a second time. It was confirmed that there were no issues with symptoms. No further complications were reported.